Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional info becomes available. No allegation that our lead failed to meet its performance specifications or cause or contributed to the reported event. Lead fracture is a recognized clinical event reference in the device's labeling and/or reported in the med literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported they were recently notified by a competitor, that this pt's lead was fractured and was capped on (B)(6) 2014. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 4 years, 5 months.